Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage. It was visually noted that the helix was bent.

Event description:
It was reported that noise was observed on the right ventricular lead during routine follow-up. Upon review, the lead appeared to have early signs of subclavian crush. The lead was explanted and replaced. During the extraction, the lead was purposely slit to allow for a guidewire to be placed. It was also noted that there was blood on the tip conductor and a kink at the thirty-eighth centimeter and a cut at the forty-eighth centimeter. No patient complications have been reported as a result of this event.